Event description:
A patient's lead was explanted due to lack of efficacy with vns, and the lead was returned to the manufacturer for analysis. Analysis was approved for the lead. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no lead discontinuities were identified. Abraded openings were identified along the outer and inner tubing in several locations, which allowed for the ingress of fluid into the lead body. No additional relevant information has been received to date.